Manufacturer narrative:
No device malfunction occurred. The fse provided the logs to philips quality for review. A review of the logs for room cu01 on (B)(6) 2018 after 07:00 and before 11:00 found that there were 5 desat alarms at 08:53, 09:06, 09:11, 09:22, and 09:35. Each of these alarms were silenced by users at either the central station or the bedside monitor. Other alarms also occurred during this timeframe which were addressed by users as well until the x2 was removed from the patient. The fse confirmed that the biomedical engineer performed a demo test on both the bedside monitor and central station. Testing found the devices alarming and operating to specifications. At this time, the biomedical engineer has taken the room out of service. This is considered a user alarm handling issue.

Event description:
The customer reported that a desat alarm did not occur for the patient in room cu01 on (B)(6) 2018 after 07:00 but before 11:00. The patient was moved to the ICU, and later expired.